Event description:
It was reported that female resident was being lifted (lift was in the highest position) when the scale came loose from the lift boom and dropped the resident. She hit the floor and was taken by ambulance to the hosp, no injuries noted. Ims, has dispatched a tech person to the user facility for eval and repair, the tech person should be there the week of july 21, 1999.